Event description:
The event occurred on various days in (B)(6) 2023 and involved a 30 cm (12") add-on set w/4 check valves, vented cap. It was reported one of the branches of the chemo tree was not sealed/welded like the other 3. When changing tubing (unscrewed) because all occupied, it was completely removed. The problem repeated with 2 units. There was no check valve which caused chemotherapy treatment to leak on providers hands and on the floor. The tubing was reinstalled to stop the leak and absorption protocol with decontamination kit was applied. There was patient involvment, however no report of harm. This captures the second of three occurrences.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.